Event description:
The physician of a (B)(6) male pt contacted zoll customer support to report that the pt was treated. The pt reported to the physician that he was adjusting his garment and was treated. The pt reported that the device did not alarm prior to the treatment. The pt received a replacement monitor and electrode belt.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (pt treated) has been confirmed. The reported problem (no alarms) was unable to be confirmed. Upon investigation the monitor was fully functional and able to detect and treat a pt. The alarms functioned as designed. No problems found with monitor. Device eval of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed a defibrillator test due to a shorted esd700 component. This failure occurred after the pt treatment, as the electrode belt delivered a normal, full energy pulse in the field. The root cause of the shorted esd700 component could not be positively identified. There is no evidence that the electrode belt malfunctioned while on the pt. Per the treatment analysis: a (B)(6) male received one inappropriate shock. Ss and fb noise, artifact and triple counting contributed to the false detection. The response buttons were not pressed during the entire event. Pt was conscious at the time of treatment. No adverse event occurred due to the shorted esd700 component. The pt received a replacement monitor and electrode belt. Device manufacture date: monitor sn (B)(4) was manufactured 06/2010. Electrode belt sn (B)(4) was manufactured 03/2012.